Event description:
Pt's chemotherapy-fluorouracil continuous infusion leaks through backcheck valve. Staff has retrieved the valve, and have it in possesssion. This is the 4th pt who has experienced leakage with this valve, were unable to retrieve samples in other cases. These valves crack several days into use and not at the time of initial connection.